Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with the patient's pd treatment. The caregiver said the stay safe connector fell a part during treatment and was leaking solution during fill 1 of 2. In a follow up, the reporter verified the fluid leak event. There was no harm, intervention or adverse event due to the leak. There was no noted damage or problem seen with the connector. The patient has been doing treatments since with no further issues on the same cycler. The cycler set is not available to return.